Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The circuit module was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/08/17 phone call, 11/10/17 email, 11/13/17 email.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.